Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: appendectomy. Event description: yesterday, I was informed about an issue with cff73. Today I wanted to reach the operating room manager for getting details. I met the acting operating room manager mrs [name]. She doesn't know enough about this issue. The tip was broken and fallen into the patient. They found all parts additional information received via email from sales manager on september 21, 2017: the surgeon tried to place the trocar. During the insertion the opturator was broken. The tip was fallen into the patient. They removed the tip and complete the procedure. In this moment, the name of surgeon in not known. Additional information received via email from sales manager on september 28, 2017: the rep was mistaken in the model number. Confirmed that it's a cff33 with the lot number that's visible in the image. Patient status: did a patient injury or illness occur associated with the complaint event? No. Patient status is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with thirty-nine (39) sterile units. Visual inspection of the event unit confirmed the complainant's experience of obturator tip fracture. The complainant did not allege any malfunction with the thirty-nine sterile units. Based on the condition of the returned event unit, it is likely that the reported event was caused by to heat generated from the scope in combination with a downward force exerted on the unit. When exposed to heat for an extended period of time, the plastic tip of the obturator can soften. If a downward force is applied to the obturator while the plastic material is soft, the tip can potentially fracture. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.